Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) and severe aortic insufficiency (ai) were noted on cine. A balloon aortic valvuloplasty (bav) was performed with no change. A second valve was successfully implanted resolving the pvl and ai. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.